Manufacturer narrative:
It was reported that following the procedure the patient complained of pain in the inguinal region. On (B)(6) 2014, the patient underwent surgical procedure and straps around affected area were removed. The patient currently has no pain.

Event description:
It was reported that the patient underwent laparoscopic inguinal hernia repair on an unknown date and absorbable straps were used to secure the mesh. Following the procedure, the patient complained of pain. The patient was taken back into surgery and straps around the affected area were removed. The surgeon opines that the strap was inadvertently fired into a nerve during fixation. The patient pain level has since improved. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.